Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The freedom onboard battery was not assigned to a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery was unable to charge.

Manufacturer narrative:
The freedom onboard battery was tested and passed all functional requirements. The freedom onboard battery performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue of the battery unable to charge could not be determined. The freedom driver and freedom battery charger used at the time of the reported issue were not returned to syncardia and therefore could not be tested as part of this investigation. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5539 follow-up report 1.